Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between (B)(6) 2018 and (B)(6) 2021. (B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿novel plug device for heartmate 3 explantation: first multicenter experience¿ that heartmate 3 (hm3) may be associated with sepsis. This retrospective study followed patients who had their hm3 explanted between (B)(6) 2018 and (B)(6) 2021. One of these patients was a 35-year-old that had post-lvad implant sepsis. A right heart catheterization (rhc) and echocardiography were performed. The patient underwent a device explant and was implanted with a novel apical ring plug for myocardial recovery.